Manufacturer narrative:
Patient identifier: requested, not provided age & date of birth: requested, not provided patient sex: requested, not provided weight. Requested, not provided ethnicity, requested, not provided race, requested, not provided UDI:n/a as this product code is not exported to the us market. Implanted date, device was not implanted explanted date, device was not explanted occupation, clinical engineer PMA/510(k), k130520 . The actual device has been returned for evaluation. Visual inspection of the actual sample upon receipt. No anomaly such as a breakage was found. The actual sample was incorporated in a circuit consisted of tube, saline solution was circulated in the blood channel at each flow rate, and the pressure drop was measured. No difference was observed in comparison with a current product sample. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. The oxygenation module was inspected visually while the fiber layer was removed gradually. No formation of blood clots leading to an increase in pressure was found. No anomaly was found in the condition of fiber winding. The heat exchanger was removed from the outer cylinder and subjected to visual and magnifying inspections. No anomaly such as deformation that could lead to an obstruction was found in the heat exchanger. The fiber was inspected with an electron microscope. Adhesion of blood cell components such as platelets and deformed red blood cells (echinocytes) was observed. Pressure drop test with current product sample. The current product sample was incorporated into a circuit consisted of tube, and pressure drop was measured while bovine blood (12 g/dl, temp. 37°c) was flowed. - when the flow rate was 1.5 l/min and the pressure at the outlet of oxygenator was 200 mmhg, the pre-oxygenator pressure was 300 mmhg (pressure drop=100 mmhg). - when the flow rate was 1.5 l/min and the pressure at the outlet of oxygenator was 300 mmhg, the pre-oxygenator pressure was 405 mmhg (pressure drop=105 mmhg). The manufacturing record and the shipping inspection record of the actual sample. No anomaly was found. A search of the past complaint file found no other similar report on the product with the involved product code/lot #. No other similar report of the product with the involved product code/lot# was found. Based on the investigation result, the pressure drop of the actual sample was equivalent to that of the current product sample, and no clogging was observed. In addition, although a small amount of blood cell components was found adhered to the actual sample, the cause of this occurrence could not be clarified from the condition of the actual sample. Relevant instructions for use (IFU) reference: - do not reduce heparin during circulation. Otherwise, blood clotting might occur. - adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The pump record was not provided to us because it was not possible to extract only the necessary parts of the pump record and provide it to us due to the system. Immediately after starting the pump, the pre-oxygenator pressure was about 300, and 1 hour later, it was about 400. The operation ended without any problems. The pressure at oxygenator outlet was 200 to 300 from immediately after the pump started and the differential pressure was about 100 until the pump circuit ended. The event occurred intra-operative. The operation ended without any problems. The patient's final impact was harmed. The patient was not injured during the event and medical/surgical intervention was not required.